Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, along with an unknown grade capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation revision with an unknown mentor silicone prosthesis experienced a right-sided symptomatic rupture, along with an unknown grade capsular contracture, and a left-sided silent rupture postoperatively. The patient underwent surgery due to capsular contracture, and during the procedure, the surgeon discovered bilateral ruptures. The right breast exhibited firmness prior to the recent surgery. As a result of these findings, the patient underwent bilateral replacements on (B)(6) 2025, with the left prosthesis identified as cn smpx295 sn (B)(6) and the right prosthesis as cn smpx295 sn (B)(6). This report specifically pertains to the findings related to the right side.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The received products are the impacted products: right side cn 3543507, sn (B)(6), left: cn 3543507, sn (B)(6), and associated products are as follow: cn smpx295, sn (B)(6), r) cn smpx295, sn (B)(6). Date of implantation was on (B)(6) 2007. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 14, 2025, date of explantation updated to (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on april 02, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the gel siltex mod-rnd 350cc breast implant was found to be ruptured. Additionally, an area of silex cracking was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As of march 10, 2025, additional information indicates that the right-side capsular contracture grade for the patient has been classified as iii. The right implant, identified as a mentor smooth round moderate plus xtra breast implant, has a reference number of (B)(4), with the serial number (B)(6). The left implant is cataloged under the serial number (B)(6), and catalog number is smpx295. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 14 and march 17, 2025, clarified that the suspected devices reported previously were actually replacement devices: left smpx295 sn (B)(6) and right smpx295 sn (B)(6). The suspected devices were identified as unknown mentorgel implants with a textured surface. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).